Manufacturer narrative:
Device manufacturer address 1:(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male part of two (2) clearlink system extension sets broke off inside the green part of a non-baxter intravenous (IV) port. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: change quantity to (1) one device (reported as two devices on initial). H6: type of investigation: remove b14 (analysis of production record was not performed as a lot number was not reported). H10: update from pleural to: the actual device was not available (previously reported as devices). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual devices were not available; however, a photograph of a companion sample was provided for evaluation. The reported condition was not possible to be observed through the returned picture. The actual device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.